Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high bipolar and unipolar impedances were noted on the right atrial (ra) lead. This resulted in a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited high undefined impedance, no sensing and no capture resulting in another mode switch. The lead is scheduled to be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dyspnea. The lead was reprogrammed.